Event description:
It was reported that an occlusion alarm occurred. During a pump system check, a cartridge air leak was detected. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer changed pump supplies and continued to use the pump for insulin therapy.